Event description:
It was reported that multiple occlusion alarms occurred. Customer¿s blood glucose level was not impacted. Reportedly, the customer declined to perform troubleshooting. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.